Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
A hermetic plus external ventricular drainage system with reflux valve was primed with saline. After connecting the unit to the pt csf (cerebrospinal fluid) began leaking from the area round red port. Staff tried to trouble shoot but the unit continued to leak on the floor. The unit was disconnected and a second external drainage set was used.